Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient turned stimulation up when the remove showed an out of regulation (oor) error message and would not get to 5-6 v. The manufacturer representative planned to follow-up with the patient next week. The event occurred the week prior to the call and could have been in (B)(6) 2019 or (B)(6) 2020. Additional information received from a manufacturer representative (rep). It was reported the cause was undetermined. A lead revision was being scheduled. No further complications were reported.